Manufacturer narrative:
Health effect - clinical code, health effect - impact code, medical device problem code, component code d10. Concomitants: 2286333 164-01-11 - element-stem, collarless w/ha, std offset, sz 11 2550287 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 2557399 180-01-58 - nv crown cup clstr hole 58mm group 3 these devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
Revision operative report- preoperative diagnosis- wear and osteolysis right total hip. Patient was revised to exactech devices. Femoral component was found stable. There was significant osteolysis down to the midshaft of the stem. The socket was found to be slightly less anteverted and vertical. There was 2 cavitary lesions of osteolysis behind the socket. The patient tolerated the procedure well, without complication and transferred to the recovery room in a stable post-operative condition. One day postop the patient had no complaints or distress. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient received a gxl crown cut liner (manufactured by exactech) via surgery in august of 2013. They have experienced pain in the area of his hip replacement since the surgery. They received imaging services after notification of the recall and these images showed bone damage/corrosion in the area of the device. They have not yet undergone revision, but are scheduled for surgery (B)(6) 2023, approximately 10 years after their initial implantation in order to replace the device and have bone grafting to repair his damaged bones near the old device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.